Event description:
The patient reported he developed a rash under the tape collar of the device. The rash has persisted for approximately 2 weeks. The patient has increased the frequency of device changes from every 4 days to every 1-2 days since the appearance of the rash. However, no improvement was noted. Patient outcome was not reported.

Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from (B)(4) different product applications. The report states that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.